Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system broke during use. The following information was provided by the initial reporter: before the puncturing, the nurse did not find any problem with the product. After the puncturing, no blood returned in the carotid artery. The subsequent nurse found the indwelling needle in the trash bin and found that there was no catheter tube, there was no catheter tube near the trash bin or on the ground. Color ultrasound was performed with the patient (along the puncture site to the heart), and there was no catheter tube in the body. The patient, a (B)(6) boy, was unharmed for the time being, and the follow-up was uncertain, requiring further observation. The catheter tube couldn't be found. It could see that the fracture has broken from near the hub of the pipe. The hospital hoped to get response as soon as possible. On 2020-09-11 received an update on the pir of the sales representative. The event description is as follows: hospital, internal medicine nurses in the use of indwelling needle puncture process found no needle has a problem, when the superficial vein puncture for neck, no monthly bleeding after puncture, back to the air at the pump with a syringe, probably around 2 ml, nurse judgment not puncture success, then pull out the needle discarded yu ruiqi box, the nurse puncture failure reason analysis, considering possible problems indwelling needle, then from the sharps box used indwelling needle, found no hose indwelling needle, can see the hose from close to the root fracture observation, the piercing indoor and ground treatment bed, sharps container catheter fracture was not found, take from puncture blood vessels to the heart of patients do colour to exceed, no catheter in the body, the patient is (B)(6) boy, now everything is normal, department of family also did relief work, temporarily no problem, follow-up observations and need further follow up, to reassure customers also work, hope to test confirmation as soon as possible reply to the hospital.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system broke during use. The following information was provided by the initial reporter: 1. Before the puncturing, the nurse did not find any problem with the product. After the puncturing, no blood returned in the carotid artery. 2. The subsequent nurse found the indwelling needle in the trash bin and found that there was no catheter tube , there was no catheter tube near the trash bin or on the ground. 3. Color ultrasound was performed with the patient (along the puncture site to the heart), and there was no catheter tube in the body. The patient, a one-year-old boy, was unharmed for the time being, and the follow-up was uncertain, requiring further observation. 4. The catheter tube couldn't be found. It could see that the fracture has broken from near the hub of the pipe. 5. The hospital hoped to get response as soon as possible. On 2020-09-11 received an update on the pir of the sales representative. The event description is as follows: hospital, internal medicine nurses in the use of indwelling needle puncture process found no needle has a problem, when the superficial vein puncture for neck, no monthly bleeding after puncture, back to the air at the pump with a syringe, probably around 2 ml, nurse judgment not puncture success, then pull out the needle discarded yu ruiqi box, the nurse puncture failure reason analysis, considering possible problems indwelling needle, then from the sharps box used indwelling needle, found no hose indwelling needle, can see the hose from close to the root fracture observation, the piercing indoor and ground treatment bed, sharps container catheter fracture was not found, take from puncture blood vessels to the heart of patients do colour to exceed, no catheter in the body, the patient is 1 year old boy, now everything is normal, department of family also did relief work, temporarily no problem, follow-up observations and need further follow up, to reassure customers also work, hope to test confirmation as soon as possible reply to the hospital.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/22/2020. H.6. Investigation: a device history review was conducted for lot number 9169541. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, microscopic inspection of the returned device allowed our investigation team to view the broken cross section of the catheter tubing; they found the edge of the tubing to be smooth, this type of damage is indicative of contact with a sharpened edge or cutting implement. There is no possibility for the plant to cause this damage. The root cause could not be determined. Functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.